Event description:
Customer requested help downloading logs for reported over infusion. Pt admitted to ed with unk problems. Physician ordered an infusion of 500ml fluid over one hour. A 1000ml bag was hung and pt received 1000ml. Pt was fluid overloaded and required lasix and overnight hospital stay. Pt was discharged the next day. A log review confirmed the infusion was programmed with a vtbi of 1000 instead of the intended volume of 500 mls. The device delivered the 1000 mls over the hour as programmed.

Manufacturer narrative:
Pt info requested and all available info is included.